Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a pericardial effusion was observed around the right atrium following transeptal puncture and steerable guide catheter (sgc) insertion. Despite this finding, the procedure was continued with deployment of the clip. A slight prolapse of posterior leaflet was observed. Post-deployment, cardiac tamponade was observed. As a result, a non-abbott guidewire was inserted prior to removal of the sgc. During this maneuver, the guidewire interfered with the implanted ntw clip, resulting in partial displacement of the clip from its deployed position. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.